Event description:
It was reported that an invalid data had occurred due to flipped bits possibly from patient receiving radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694265 implantable tachy lead, implanted: (B)(6) 1998; 5076-52 implantable pacing lead, implanted: (B)(6) 2004; 419378 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated device status power on rest (por). Ecc lia conflict message on por tab with two single bit ecc-errors. There was not a full por.